Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast-draining battery and the reader not turning on. As a result, the customer experienced tiredness, confusion, and a loss of consciousness, and was monitored in the emergency room for a while, where a blood glucose reading of 400 mg/dl was obtained using the hcp meter. No diabetes-related treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Unable to set the date and time or determine the uom due to a blank screen. The reader log was downloaded, checked for cybersecurity error codes, and saved. A visual inspection revealed a damaged usb port, which would prevent the customer from charging the reader and cause it not to turn on. The reader was unable to connect to a pc due to the damaged usb port. The reader was de-cased and placed into the test fixture to download the log. The issue is not confirmed to be due to the damaged usb port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.